Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the pta savvy small vessel 2.5 x 10 balloon catheter failed to inflate. There was no reported patient injury.additional information received indicated that the product was inflated to eight atmospheres (8 atm.). There was no reported difficulty accessing the target lesion. A non-cordis balloon catheter was used to complete the procedure successfully without patient injury. The target lesion was not provided. The lesion was reported to be: a 70% stenosis, and moderately calcified. No patient information was provided. The product was reported to have been discarded and is not available for inspection. Additionally, it was reported that the balloon inflated and ruptured without over-inflation in a not heavily calcified stenosis and it basically fell apart. Films/video was reported to be available. No additional information is available.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), the pta savvy small vessel 2.5 x 10 balloon catheter failed to inflate. There was no reported patient injury. Additional information received indicated that the product was inflated to eight atmospheres (8 atm.) And ruptured without over-inflation in a not heavily calcified stenosis. It was reported it basically fell apart. There was no reported difficulty accessing the target lesion. A non-cordis balloon catheter was used to complete the procedure successfully without patient injury. The target lesion was not provided. The lesion was reported to be: 70% stenosis, and moderately calcified. No patient information was provided. Films/video was reported to be available. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17704348 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon inflation difficulty unable to inflate,¿ ¿balloon burst - at/below rbp,¿ and ¿pta/ptca system damaged in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the inflation difficulty, burst, and damage reported could not be determined. Based on the limited information available for review, vessel characteristics (moderately calcified with 70% stenosis) and procedural/handling factors may have contributed to the reported balloon burst and damage since calcified/resistant lesions can cause damage to a balloon. However, since the balloon was inflated prior to balloon burst, it is unknown what may have contributed to the inflation difficulty originally reported, unless the inflation issue was due to the balloon burst. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.